Manufacturer narrative:
(B)(4). The rt100 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in both the inspiratory and the expiratory tubes of the returned rt100 adult breathing circuit were tested using a multimeter. Results: the resistance of the inspiratory heater wire was outside the required specification. No fault was found with the heater wire in the expiratory tube. A lot check could not be carried out as no lot number was provided. Conclusion: the resistance of the heater wire was found to be outside of the allowable range. The root cause of this fault could not be determined. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use of the affected breathing circuit reveals that the heater wire became faulty post production. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt100 adult dual-heated breathing circuit became open circuit prior to patient use. No patient consequence was reported.